Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: lasso 2515 nav eco d134302. Other company¿s devices were used during this study: agilis sheath, 8f sheath. (B)(4). The device was not returned to bwi.

Event description:
It was reported that a (B)(6) male patient underwent a pulmonary vein isolation procedure and suffered a cardiac tamponade. A pericardiocentesis was performed. The patient was fully recovered and discharged hospital four days later. The cause of the event was not due to trans-septal punctures, since the results of the pericardiocentesis showed fluid removed containing a mix of saline and blood. This fluid most likely was from irrigated tip of ablation catheter. The physician related the event to patient condition as the anatomy proved to be difficult to navigate during the case. No bwi product malfunctions were reported. Settings during the event include: coolflow cut-off: 50; max. Impedance cut-off: 250; min. Impedance cut-off: 50; deltaimp. Cut-off: 100; noted temperature: below 43 degree; noted impedance: around 140 ohms; power: maximum 25 watts.